Event description:
Ultrasound technician was performing a transvaginal ultrasound on patient. The patient complained that she could feel an electrical current upon feeling the transducer touching her skin. The voluson was removed from service. A service call was placed to general electric. General electric's modality service engineer examined the device. The voluson system (machine and transducer)passed all tests and appeared to be in proper working condition. No untoward patient effects. Per reporter's response from manufacturer. Customer's stated problem could not be reproduced. Did an electrical safety test on the machine and it was within tolerance, with ground resistance of 0.05 ohms and chassis leakage of 2 microamps. Did leakage current test on the ric5-9h probe and the probe was within tolerance with the value of 2 microamps. Did a visual inspection on the probe and it had no marks or cuts on the membrane, strain relief, or cable. Checked the pins on the connector of the probe and they were intact (not bent). Did a functional checkout with the probe connected to the machine and it functioned properly. Reseated the connections to the main monitor display and ran the monitor adjustment procedures per the psm direction kti105990, rev 3, section 6-3 and the monitor display was within specification. Console passed all tests and is now ready for use.